Event description:
The complainant is a 63 year old insulin dependant diabetic who is on a sliding scale of insulin. She indicated that during a visit to her physician, a duplicate blood sugar test was performed (elite and laboratory). At that time her elite system gave her a result of 136 mg/dl while driving home from her physician, the complainant had an insulin reaction which caused her to pull off the road and consume some orange juice, after whcih she continued on her journey. She called her physician and inquired about the laboratory result. The laboratory reported a result of 49 mg/dl. While on the phone a review of the operation of the elite system was conducted. Reagent test strips, as well as normal controls were within expiration date. The meter was programmed correctly. Normal control results were within range. A request was made to return the instrument for evaluation.